Event description:
On august 21, 2007, it was reported to boston scientific corp that a radial jaw pulmonary biopsy forceps device was used for a pulmonary biopsy procedure. According to the complainant, the forceps jaws remained open, the physician removed the device with the jaws in an open condition through the working channel of the endoscope. Reportedly, the procedure was completed successfully with a second radial jaw pulmonary biopsy forceps device. At the conclusion of the procedure, the pt's condition was reported as "good". Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed in 2007, revealed an MDR-reportable device malfunction. This medwatch report is being submitted based on the evaluation results.

Manufacturer narrative:
A visual examination of the returned device revealed: the distal segment of the device was separated from the remainder of the device; the tail of one of the forceps jaws was broken, leaving one of the two pull wires unattached. Sem (scanning electron microscopy) analysis of the broken forceps jaw, performed by the bsc analytical laboratory, revealed evidence of material cold flow, which results from incomplete solidification process during component MFR. A review of the device history record for this lot was performed; no anomalies were noted. A search of the complaint database revealed no add'l complaints reported for this same lot.